Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error the night prior to the call. Spouse stated that the customer reverted to manual injections due to the button error alarm. The morning of the call, while being on back-up plan, the customer experienced high blood glucose and went to the hospital. Blood glucose at the time of incident was 600 mg/dl. Customer was treated for high blood glucose at the hospital but was not admitted. The insulin pump was replaced but no product was returned for analysis.